Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4)- device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested, and the following was obtained via: * did the event occur intra-op or post-op? Post-op * what is the name of the procedure n/a * provide the name of the hospital medsyn im not possible to obtain further information ! - was there any adverse consequence associated with the patient? No - please provide the lot number: he don¿t have - what is the total number of products involved in this event? One - what is the total number of procedures? He don¿t now - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). If it is not possible to obtain further details or no additional information is available, please state that in your response. Unfortunately, I cannot get any more information about this case

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, it was reported that the sales rep has received a message from a person that used to be a nurse but now works as a sales rep. A patient comes to take stitches. The thread had split in several places and left gaps on the suture line. And the threads breaks even more when he tried to take away the last part of the suture. It have had happened earlier on several patients but different times. No adverse patient consequences were reported. Additional information was requested.